Manufacturer narrative:
During analysis, the unit was plugged in to an outlet and the power on function was performed. The unit powered up, but the display was dim. Investigation revealed that a component on the inverter board failed and overheated which carbonized the surrounding area. The damage from the failure was fully contained within the housing and posed no risk of exposure to the user or patient. Inverter board failure is the cause of the complaint.

Event description:
It was reported that the programmer screen backed light went off. There were no patient involved.